Event description:
I recently spoke to someone over the weekend who said that she was wearing contacts that were causing her pain. Rather intense pain from how she described, though she didn¿t specify if it was burning or throbbing, or where exactly the pain was, I assumed it would be on the front of the eye where the contacts contacted. I suggested she remove the contacts, to which she replied that she would, if not for her being essentially blind without them. So it was necessary for her to wear them to work/live, and I also believe she had lost her glasses, so this was her only option. I asked where she got her contacts and she said from (ttdeye.com, of which I had never heard. I looked it up and it appears that they specialize in (or maybe only sell?) Colored contacts, which have been known to cause problems. I also saw via google that in years past, the website/company has been the subject of both recalls and warning from the FDA and ftc about their colored contacts. Ttdeye.com also states on their website that their contacts are ¿FDA approved¿, which is always a red-flag to me in the drug/supplement world. However, I am under the impression that devices (like contacts) would theoretically get ¿approved¿ so this is not necessarily a problem statement? Though perhaps colored contacts fall under the realm of cosmetics? Or a combination cosmetic and device because they do actually correct vision? Either way, I get the feeling that ttdeye.com is selling sub-par product that could potentially be causing eye pain and possibly damage, possibly permanent. I¿m wondering what to do about the situation, I doubt she would take the time to file an official complaint on the FDA website. Perhaps someone in the devices division would be interested in this anecdote? Hopefully some investigation could be done on this company and their contact lenses. Thanks for your willingness to assist me.